Manufacturer narrative:
Follow-up #1: date of submission 01/03/2017 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during investigation, the pump powered up with auditory and vibratory alarms to a blank screen. The complaint of no power was unable to be investigated due to the pump powering on to a blank screen. The pump cover was removed to find the eeprom and other internal components cracked. Evaluation revealed that the eeprom component had failed. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and was able to fit securely. The audio bolus button cover was torn.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.